Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of device data noted oversensing of noise in both the inappropriate shock episode but also in multiple untreated episodes as well. The s-ICD remains in service. No adverse patient effects were reported.